Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was returned with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high and low blood glucose. The customer's blood glucose was 414 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose with the insulin pump. The customer's spouse performed troubleshooting and did not found air bubbles and leaks. The customer's spouse performed high pressure test and the insulin pump passed. The customer's spouse declined to troubleshoot for the low blood glucose. The insulin pump will be returned for analysis.